Manufacturer narrative:
The reported event of no magnet response was confirmed. Premature discharge of battery was not confirmed. The device was received with normal output and no telemetry. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found in normal ranges. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found that patient's pacemaker was not able to be interrogated. No magnet response was also noted. It was further noted that pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.